Event description:
It was reported that the coil broke. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified lumbar artery. An embold fibered 4x15 was selected to treat an aneurysm. After unpacking the embold, however, it was discovered to be broken at the detachable portion. A new embold was used to complete the procedure, and there were no patient complications as a result of this event.

Event description:
It was reported that the coil broke. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified lumbar artery. An embold fibered 4x15 was selected to treat an aneurysm. After unpacking the embold, however, it was discovered to be broken at the detachable portion. A new embold was used to complete the procedure, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of embold delivery system with the wedge lock and the perforations broken. The coil from the complaint was not returned. Visual examination revealed the perforation broken. Microscopic examination revealed no abnormalities or damage.